Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was to get MRI information. The caller reported that when they attempted to scan the patient, the patient aborted the MRI 3 min into the scan as a result of pain. The patient indicated that they had pain like a knife stabbing in back at the location of the ins. The patient used the patient remote prior to the scan to activate MRI mode. The caller indicated that the ordering md wanted to proceed with the MRI with the patient under sedation. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient's spouse reported the patient has lost pain relief with the device and was admitted to the hospital with severe pain. A reprogramming visit was recommended. The patient was again admitted with possible covid-related nerve pain. A physician contacted the clinic and reported the patient was experiencing pain at ins site when not in use. The device was explanted same day by a hospital based surgeon. Resolved without sequelae.